Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin under the front therapy pad. The patient also reported some sores were present. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a spray and lotion from his general practitioner and removed the device. Follow up indicated the irritation improved. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin under the front therapy pad. The patient also reported some sores were present. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a spray and lotion from his general practitioner and removed the device. Follow up indicated the irritation improved.